Event description:
On (B)(6)2025 joern's healthcare delivered a low air loss mattress to my home for my daughter to use to help her pressure ulcer heal. My daughter is disabled and bed bound. On (B)(6) 2025, (B)(6) developed red marks on her arms, legs and trunk. At first, we could not figure out what the marks are because (B)(6) is nonverbal. On (B)(6), bed bugs were found in the seams of the low airloss mattress. (B)(6) was removed from the room immediately and had to sleep on a cot in our family room. Since being removed from the room, the red marks have healed. Joerns did nothing to remove their mattress or dispose of it. They instructed me to do it. They required me to have a licensed pest control professional treat the room. I have done this and provided them the proof and they have promptly scheduled the mattress delivery.